Event description:
On (B)(6) 2018, a reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was displaying an unknown error whilst attempting to test. The complaint was classified based on the customer care advocate (cca) limited documentation as the reporter was unable to provide any further information as she was not present during the alleged issue. Repeated attempts were made to the reporting pharmacy and two unsuccessful follow up calls made to the reporter. A no response letter was sent to the patient. The reporter stated the alleged product issue first began ¿over the weekend¿ a few days prior to contacting lfs. She was only able to report that the patient was taken to hospital ¿yesterday and may have received insulin¿. At the time of troubleshooting, the cca noted that the reporter did not have the patients testing supplies to conduct further troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly may have developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. The reporter suggests that the patient¿s condition deteriorated as a result of not being able to test or treat their blood glucose.